Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with cgm reading ¿high¿ and a confirmatory glucometer value of 388 mg/dl after announcing and consuming a substantially larger-than-usual meal while using the ilet with subcutaneous insulin, then elected to disconnect and administer an outside insulin injection, and later reconnected after approximately two hours without evidence of infusion set failure. Symptoms included elevated blood glucose without acute complications. Outcomes included self-management with outside insulin and return to target range around 80 mg/dl, without medical intervention or hospitalization. Investigation included product technical support review, user interview, and case assessment. Investigation of this case revealed no device malfunction reported and a probable contributory factor of large carbohydrate intake. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-reported overeating as a likely contributor and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.